Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the tip was damaged during puncture issue occurred. During puncture, carto vizigo¿ 8.5f bi-directional guiding sheath - medium tip damaged. The sheath became unusable due to damage at the tip of the sheath. Resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The procedure was completed without patient's consequence. Additional information was received on 30-apr-2024. The tip was damaged. No broken pieces were observed. Additional information was received on 07-may-2024. No internal sheath mechanism exposed. The tip was not rough nor non slippery. There were no lifted or damaged electrodes. Additional information was received on 13-may-2024. Referring to puncture of inguinal region. Was the transseptal puncture. Clarification was received on 16-may-2024 that the issue was noticed during transseptal puncture.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During puncture, carto vizigo¿ 8.5f bi-directional guiding sheath - medium tip damaged. The sheath became unusable due to damage at the tip of the sheath. Resolved by replacing the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The procedure was completed without patient's consequence. Additional information was received. No broken pieces were observed. No internal sheath mechanism exposed. The tip was not rough nor non slippery. There were no lifted or damaged electrodes. The issue was noticed during transseptal puncture. The bwi product analysis lab received the device for evaluation on 27-may-2024. The device evaluation was completed on 31-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the tip of the dilator was found broken. No other damage or anomalies were found with the dilator or sheath. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken tip reported by the customer was confirmed. The potential cause of the broken condition observed could be related to the usage of the device during the puncture; however, this can not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: prior to inserting the device into the patient, pre-assemble the sheath, dilator and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. Failure to use the stylet for transseptal needle may inhibit the advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).